Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in hospital for a follow up, the device could not be interrogated with the programmer. The interrogation was tried multiple times, and a different programmer was used, but the same error message still occurred. The device would be monitored. On (B)(6) 2019, the data was successfully sent via merlin.net transmission. The cause of the issue was not known. The patient was stable.

Manufacturer narrative:
Final analysis found the reported field event of failure to interrogate was confirmed in the laboratory. The device was tested on the bench. The cause of the reported field event was due to code corruption. The device regained telemetry after reprogramming. Further analysis performed did not find any anomaly.